Manufacturer narrative:
Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed inspection due to unadjusted low pressure regulator and defective pressure switch.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the cryoconsole; the user received system notice message 22405 (the balloon is not sufficiently inflated). The case was aborted; the patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.